Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/15/2010, 02/16/2010, 02/17/2010 and 02/24/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Upon examination, the surgeon reported that approx one third of the iol was off center temporally. The surgeon also noted the iol was off axis. The surgeon does not know why the iol was decentered. Additional info has been requested.